Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was receiving numerous errors. "The system booted to a collimator potentiometer error and would not complete boot up. There is no report of injury or death associated with the event described in this complaint.